Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was no longer responsive. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer touch screen was no longer responsive. The touch screen was cracked but it did respond. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.